Event description:
It was reported that the following issue was observed on the device: ¿received at sco with no note.¿ additional notes provided by the facility¿s clinical engineering support services include: "the downstream pressure sensor was out of the correct voltage range, so I replaced the upstream and the downstream pressure sensors. The top row of the display was missing a lot of segments, so I replaced the display board as well. I recalibrated the unit, and ran it through all of its pm tests, with no further issues." Reported problem cause description: "mechanical - electrical.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.